Event description:
On (B)(6)2024, infutronix received a report that an IV administration set had a " tubing issue - bonding issue discovered during infusion ". No patient was harmed. The infusion cannot resume without causing delay in treatment.

Manufacturer narrative:
No investigation of the device can be carried out because the IV administration set will be most likely discarded.